Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection procedure, while firing through liver parenchyma, the devices were unable to fire, wherein the surgeon was able to press the green button and the handles popped open as they should, but when she squeezed the handle it was flimsy and the knife blade never advanced. Both handles and multiple reloads failed. As a result, the surgical time was extended for more than 30 minutes. There was no patient injury.